Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50713475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, uterine fibroids, follicular cyst of ovary, corpus luteum cyst and uterine enlargement. (B)(6) 2016+surgical pathology report operation: laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy - cervix, uterus, bilateral tubes and ovaries. Diagnosis: uterus, bilateral tubes and ovaries (147.3 gm) intramural leiomyoma. Proliferative endometrium. Unremarkable cervix. Benign fallopian tubes. Ovaries with follicle cysts, left ovary shows theca lutein cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details-trailing coils: left: 1 , right: 2. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine on (B)(6) 2013: negative. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50713475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, uterine fibroids, follicular cyst of ovary, corpus luteum cyst and uterine enlargement. (B)(6) 2016+surgical pathology report operation: laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy - cervix, uterus, bilateral tubes and ovaries. Diagnosis: uterus, bilateral tubes and ovaries (147.3 gm) ¿ intramural leiomyoma. - proliferative endometrium. - unremarkable cervix. - benign fallopian tubes. - ovaries with follicle cysts, left ovary shows theca lutein cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details-trailing coils: left: 1 , right: 2. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.